Manufacturer narrative:
As reported, the "umbrella" of a 5mm x 180 cm angioguard rx embolic protection device could not be inserted into the release sheath during the extracorporeal tightening of the umbrella, which made it impossible to perform the subsequent operation. The operator used a different unknown umbrella to complete the carotid stenting procedure. There was no reported patient injury. The location of the lesion was at the opening of the internal carotid artery. The operator had been trained for a long time and had performed the same procedure several times. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The returned non-sterile ¿rx/5mm basket diameter/180cm¿ delivery system included the delivery sheath, capture sheath, and ecgw system. Visual examination revealed the distal tip of the ecgw system was unraveled. Three kinks were identified on the guidewire approximately 12, 40, and 41 cm from the distal tip. Additionally, a kink was observed inside the filter basket, though the membrane and struts appeared undamaged. No tool marks were noted on the distal tip. Dimensional analysis of the distal marker band confirmed all results were within specification. Functional analysis was not performed because the filter introducer, essential for docking the filter basket, was not returned. No other anomalies were identified during inspection. The reported malfunction, ¿delivery system-loading (docking) difficulty-through introducer,¿ could not be substantiated because the filter introducer was not returned for analysis. The malfunction ¿distal tip (ecgw)-unraveled/stretched¿ was discovered during the product evaluation. The exact cause of the event cannot be determined however, excessive force applied to the delivery system during preparation of the device may be a contributing factor. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "guidewires are delicate instruments and should be handled carefully." And "prior to use, and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment¿. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the "umbrella" of a 5mm x 180 cm angioguard rx embolic protection device could not be inserted into the release sheath during the extracorporeal tightening of the umbrella, which made it impossible to perform the subsequent operation. The operator used a different unknown umbrella to complete the carotid stenting procedure. There was no reported patient injury. The location of the lesion was at the opening of the internal carotid artery. The operator had been trained for a long time and had performed the same procedure several times. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation. Addendum: per pe findings, the distal tip of the ecgw system is unraveled.